Manufacturer narrative:
It was reported that the ventilator generated several technical alarms referring to ventilation and communication errors. Our field service engineer investigated the ventilator on site. The control pcb were replaced and this solved the generated technical errors. After the replacement, the ventilator passed all calibration, functional and safety tests and was returned to customer for clinical use. The evaluation of the provided logs confirms the reported failure. The control pcb was returned for further investigation. Simulated use testing of the control pcb generated the technical errors referring to ventilation and communication errors directly after startup, and it was not possible to perform puc nor ventilation. The conclusion of our investigation is that the most probable cause for the reported issue is the two defective circuits with unstable and weakened signals that contributes to the communication problems on the control pcb, the error was not traced to deeper component level thus the root cause could not be determined. Control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow.

Event description:
Manufactures reference ID: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).